Event description:
During a remote follow-up, loss of capture was observed on the left ventricular (lv) lead. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable.